Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (6) unopened 32gx4mm bd pen needles from lot# 9344153. The customer had reported that the site hurts after the injection and the needles are too short. All 6 samples were examined, then tested for visual inspection of point geometry, outer diameter, lube coverage and cannula length. All observations measured were within specification and no defects were observed. CAPA/sa - based on the above, no additional investigation and no CAPA/sa are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 32g 4mm hp had incorrect cannula length. The following information was provided by the initial reporter:   it was reported by the consumer the site hurts after the injection and the needles are too short.   Date of event: past 2 weeks.